Event description:
Pt underwent a take down of colostomy laproscopically. Md could not keep air pressure in belly, they removed the bladeless trocar, discarded and obtained another sterile trocar. When visualized belly, found small -1cm-piece of rubber seal from the discarded trocar that had broken off in the pt's belly.